Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge-coupled device unit failure could not be determined. The instruction manual identifies how to tell when a scope communication abnormality occurs and how to handle it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a defective charge coupled device unit. It was also noted that the cable was damaged and the charge coupled device unit was immersed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error after the device was powered on. The issue occurred during a laparoscopic surgery and it was finished with a similar device. There were no reports of patient harm associated with the event.